Manufacturer narrative:
Continuation of d10:  product ID evolutfx-26 (serial: (B)(6); product type: 0195-heart valves; product ID gwbc30 ; product type: 0195-heart valves; product ID l-evolutfx-2329 ; product type: 0195-heart valves; medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted.  Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the attempted implant of this transcatheter bioprosthetic valve, the delivery catheter system (dcs) was inserted over a medtronic guidewire. During the first deployment, at 80% deployed, the valve was at a depth of -6 millimeter's (mm) on the non-coronary cusp (ncc). The valve was subsequently recaptured. During the second deployment attempt, the valve was deployed to 80% at a depth of -5 mm on the ncc. The decision was made recapture the valve again. Upon the third deployment attempt, at 80% deployed, the valve was at a depth of approximately -4 mm on the ncc. The valve subsequently dislodged. At this time, the decision was made to withdraw the system and exchange for a new dcs and valve. Upon removal of the dcs, the dcs appeared to be normal. A second valve was loaded on a new dcs and inserted over a new stiff guidewire. The valve was deployed at a depth of -4 mm on the ncc without difficulty. No adverse patient effects were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that during the valve implant procedure, a pre-implant balloon aortic valvuloplasty was not performed. The deployment starting point was approximately at the bottom of the existing non-medtronic surgical valve. Prior to the valve dislodgement, the valve implant depth on the non-coronary cusp and on the left coronary cusp appeared to be approximately 4mm. Subsequently, the valve dislodged aortic. It was noted that a non-medtronic surgical valve with a sewing ring was in place that contributed to the dislodgement. No adverse patient effects were reported.